Manufacturer narrative:
Patient reported an allergic reaction. Patient is a new user and has not experienced this in the past. Rash was near the adhesive patch but not near the insertion site. Rash was present for three to four days. Patient indicates there is slight scarring from the rash. Resolution: advised patient to speak with doctor regarding the adhesive reaction. We are replacing sensor. There is no additional information at this time.

Event description:
Patient contacted dexcom to report an allergic reaction.